Event description:
Reporter stated that customer received the following results on the aviva nano system within 7 minutes: 523 mg/dl, 346 mg/dl, 161 mg/dl, 343 mg/dl, 213 mg/dl, and 180 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available for return.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.